Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The stent posts appeared deflected. Tears and/or abrasions were observed on the existing left and right cusps through the free margin and lunula. These tears and/or abrasions appeared to have been associated with contact with the bias cloth along the outflow rails but increased in size or were removed during explant. All commissures appeared intact. Remnants of pannus remained attached to the sewing ring on the inflow, extending to the tissue and base stitching and 1 to 2 mm onto the non-coronary and left cusps showed a possible reduced inflow orifice area. Pannus on the outflow lined the outflow rail adjacent to the non-coronary cusp, extending over to the outflow margin of attachment to the right non-coronary and non-coronary left commissural areas. Remnants of pannus remained attached to the outflow rails adjacent to the left and right cusps. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Traces of tan thrombotic appearing host tissue were observed along the outflow margin of attached of the left and right cusps. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth and thrombus. This finding is generally considered a patient-related condition. Deflection of the stent posts could have resulted in more contact of the leaflet onto the cloth due to the altered position of the outflow rail and stent posts. The tears and abrasions observed in the explanted valve may have been a result of the altered position of the outflow rail since the position of the deflection resulted in the narrowing of this outflow rail opening. Based on the reported information, the reason for explant was under-sizing, and there were no alleged deficiencies related to product quality/performance or the manufacturing process, no risk analysis review are required and no formal investigation is recommended.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that three years, two months post implant of this bioprosthetic aortic valve, this valve was explanted and replaced because the physician reported that the valve was undersized. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.